Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out lower front corners of top case, also cracked right plunger case and missing portion of bottom case seal. Event log history indicated that force sensor test error was found recorded in history. During analysis, force sensor test error was found at power up and unable to calibrate the force sensor. It was noted that normal wear was the cause of the reported issue. Service replaced the plunger cable, top case, right plunger case and bottom case to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error and had top case issue. No adverse effects were reported.